Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device (was disposed and) will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-2604 addresses the other device. It was initially reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps large capacity devices were used during a colonoscopy procedure. According to the complainant, during the procedure, as the forceps jaws were opened, one of the pull wires became detached where it connects to the jaw. A second forceps was opened, but the same issue occurred. No part of either device broke off. Additionally, the nurse indicated that both forceps still seemed to open and close okay. The procedure was completed with a third radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.